Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.